Event description:
Event description boston scientific corportation (bsc) received information from the field representative (fr) that this pacemaker was being replaced. The caller inquired whether the device was included in any recent advisory and believed it was at end of life indication. The device was nonresponsive to telemetry, but a magnet response was elicited. The patient was 100% pacer dependent and they were admitted to the hospital immediately for device replacement. No adverse patient effects were reported with this case. Of note, this hospital is 100% contracted with another manufacturer, so the explant details and explanted pacemaker status are unknown. The fr has made appropriate effort to notify all bsc personnel and the hospital for resolution and return of the device.